Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during pre-testing of the balloon an air leak was found. Another device was obtained without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). Lot # was corrected to 15kt10. Catalog # was corrected to 116200350. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The cuff pressure of the clear tracheal cuff and the blue cuff was tested by inflating the cuffs to 25mbar using a calibrated endotest meter. No issues were encountered. The cuffs were left for an hour and the pressure in both cuffs remained at 25mbar. The device was then immersed in water and no air bubbles were observed during the test. In addition, no constriction was observed along the inflation line. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that during pre-testing of the balloon an air leak was found. Another device was obtained without issue. No patient injury reported.